Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
The torflex transseptal guiding sheath was used with a biosense webster ablation catheter during a successful ablation procedure. As the physician removed both the catheter and the sheath following the procedure, a thin translucent material was observed at the tip of the sheath. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.